Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, it was also found that there was a light failure due to a bad scope socket that was rusty. Based on the results of the investigation, it is likely cosmetic wear and tear led to the damage of the scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had damage to the outer lip of the scope socket, about an inch fell off from the bottom during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.